Manufacturer narrative:
Related MFR numbers: 2916596-2022-12926, 2916596-2022-12887, 2916596-2022-12876, 2916596-2022-12961. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for sternal debridement and wound vacuum placement for sternal osteomyelitis. During this admission communication between the sternum and driveline infections was confirmed. The patient was discharged with zyvox (linezolid) and wound vacuum.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from on (B)(6) 2022 to (B)(6) 2022, after which she was discharged.